Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was gained via the femoral artery. The 30mm long target lesion was located in the moderately tortuous and mildly calcified right coronary artery with a reference vessel diameter of 2.25mm. A 3.0x16mm taxus liberte stent delivery system was examined prior to use and no issues were noted. It was advanced to the target lesion, but it was found that the stent surface was "not smooth" as a stent strut was lifted, so that the device could not cross the lesion. Another of the same device used successfully. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Stent strut rows 1 and 2 were severely misaligned and raised distally. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was gained via the femoral artery. The 30mm long target lesion was located in the moderately tortuous and mildly calcified right coronary artery with a reference vessel diameter of 2.25mm. A 3.0x16mm taxus liberte stent delivery system was examined prior to use and no issues were noted. It was advanced to the target lesion, but it was found that the stent surface was "not smooth" as a stent strut was lifted, so that the device could not cross the lesion. Another of the same device used successfully. No patient complications were reported and the patient's status is stable.